Event description:
A user facility area team lead (atl) reported on initiation of treatment a blood leak was recognized by the registered nurse (rn) starting the treatment. Blood did not make it all the way through the dialyzer. The patient's blood was not rinsed back. The dialyzer was available to be returned for manufacturer evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility area team lead (atl) reported on initiation of treatment a blood leak occurred at initiation and blood did not make it all the way through the dialyzer. The rn confirmed the blood leak was internal. The machine, a 2008t, was used and the rn could not recall if the machine alarmed with a blood leak alert. Blood was noted to be visually seen in the red hanson line. Blood test strips were not used. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 100 ml. Immediately following the event, the patient was re-setup with new supplies a different machine and completed treatment without further issue. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, h6 device component code

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a delamination was observed to be extending from approximately 320° to 30° with the ports at 0° on the non-cavity ID end. There was also damage found on the threads near the observed delamination (unknown if this damage was related to the delamination). Further visual examination did not identify any other damage or irregularities on the returned sample. During the lot history review it was noted that there were two other complaints reported against the lot. The complaints address internal blood leaks (no samples). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A user facility area team lead (atl) reported on initiation of treatment a blood leak occurred at initiation and blood did not make it all the way through the dialyzer. The rn confirmed the blood leak was internal. The machine, a 2008t, was used and the rn could not recall if the machine alarmed with a blood leak alert. Blood was noted to be visually seen in the red hanson line. Blood test strips were not used. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 100 ml. Immediately following the event, the patient was re-setup with new supplies a different machine and completed treatment without further issue. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.